Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to self-activate in the cut mode. Inspection found the cut dome had collapsed, causing the self-activation. The cause of the collapsed dome could not be determined. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use in a gastroenterostomy bypass procedure, the device did not activate when the button was pressed. Another device was used for the procedure. There was no patient involvement.covidien's initial evaluation found the device to self-activatein the cut mode.